Event description:
It was reported that during a laparoscopic oophorectomy procedure, the outer sleeve was broken while it was being inserted into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was sent to (B)(4) for further review and it was concluded that the sleeve was broken because of an excessive load force applied when inserting the trocar.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the sleeve cannula broken at middle. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.